Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, into the patients right eye (od). The lens was reported as having rotated and remained implanted. Additional information has been requested but none has been forthcoming.